Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and was returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the device were smooth and no adjustment was made by the doctor. No major cracks were found. Mouthguard's layers were intact and did not separate. The mouthguard did not have any discoloration. The mouthguard was returned clean and in good condition. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the mouthguard's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. Follow-up attempts were made to obtain more information on the event; however, the office was still gathering information on the event. The reported device was received and the evaluation is anticipated. Once new information is obtained and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a burning sensation all over inside the cheeks while he was wearing comfort splint device.